Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, thermal damage to the plastic power plug housing was observed. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device.